Event description:
It was reported the dc motor adapter is broken on the control module. This was discovered during setting up for the day's procedures. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the dc motor adapter to be replaced. The device was functionally tested, met all product requirements and returned to the customer.